Manufacturer narrative:
It was reported by the customer contact that on 2/26/24, "after placing IV, staff noted leaking from insertion site. IV discontinued and staff inspected cath/hub, saline flushed through IV and staff able to see leaking from where the clear sheath meets the pink hub". It was reported that due to this, an additional IV was placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Leaking from IV insertion site.

Manufacturer narrative:
Batch manufacturing records were reviewed for this batch, no non-conformities related to the complaint were encountered. Control samples were checked visually for any defect and functional testing was performed. No non-conformities were encountered. There were no supplier or raw material changes. Based on the results obtained from the tests carried out with controlled samples, manufacturing defects were not observed. All tests were in line with specification. Additional reasons that could lead to this feedback include, device may not have been handled according to manufacturers instructions, catheter may have gotten damaged due to multiple insertion attemps by clinician or provider, wrong selection of anatomical location of cannulation site, inadequate holding of IV cannula while approaching cannulation site.

Event description:
Leaking from IV insertion site.